Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "device turns off when testing". Visual inspection found the pump to be in damaged physical condition. Inspection of the pump's event log revealed "battery depleted". Could not duplicate customer reported problem. All tests performed are within manufacturing specification. Since the event log reported "battery depleted" events, this could have accounted for the customer issue. As per cadd-legacy operator's manual: use new, aa (iec lr6) alkaline batteries such as (B)(6) or (B)(6), (B)(6) batteries. Always have new batteries available for replacement. If power is lost, non-delivery of medication will occur. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported that a cadd® cadd-legacy 1 turns off when testing. There was no reported patient involvement with this occurrence.